Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter had been reading inaccurately for two weeks prior to contacting lfs. She reported that on an unspecified date and time, she obtained an alleged inaccurately high blood glucose result of ¿300 mg/dl¿ on the subject meter compared to ¿88 mg/dl¿ on her doctor¿s (unknown) meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with humalog and lantus insulin (no adjustments). She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that two weeks after the alleged issue began, she developed symptoms of ¿shaking¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that she had used an approved sample site to obtain the blood samples and she described the correct testing steps. She did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient and the patient was advised to contact lfs when the products arrive to walk through a control solution test. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaking, after obtaining an alleged inaccurately high blood glucose result on the subject meter.